Manufacturer narrative:
A4 - patient weight was updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2021-13871. It was reported that the patient¿s leads had migrated. The migration was confirmed through x-ray diagnostic testing. As result the patient may undergo a surgical intervention on a later date.

Event description:
Additional information received indicated that the lead were explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.